Event description:
Physician reported rupture of left implant. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Observed rupture on the device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed as surgical damage. Additional observations: brown particles on the shell are observed.

Event description:
Physician reported rupture of left implant. Device has been explanted and replaced with non-allergan device.